Manufacturer narrative:
Upon retrospective review, this issue was determined to be an MDR.

Event description:
Radsuite provides a means to distribute, display, and store diagnostic-quality medical images in electronic format. Studies are watermarking off in av within 5-6 days. This is causing the radiologists to have to pre-fetch studies, causing dissatisfaction. Previously there were 27 days before studies would watermark off av. Study today (B)(6) did not pre-fetch prior study from (B)(6) 2015. Radiologist feels this is a patient safety issue. (B)(4).